Event description:
A low blood glucose reading of under 20mg/dl was obtained on a medisense pcx blood glucose meter. Insulin was administered to a hospital pt based on this reading. A laboratory test taken at the same time came back as 140 mg/dl. When these values are plotted on a clarke error grid, they fall into the "c" zone which is considered to be clinically significant. Medical intervention was not required. Per medwatch user report received from the account, there was no harm to the pt.